Event description:
"Endoleak (type ia): the relay pro stent graft was planned to be placed over half of the lsa against a steep arch. As the delivery system passed through the arch, the delivery system took a shortcut, advancing the inner side of the arch, resulting in insufficient deployment and creating space on the outer side of the arch. The location of the stent graft on the outer side of the arch was migrated and a type 1a endoleak occurred on final angiography. Since a relay pro stent graft (28-n4-38-199-38u) had already been implanted peripherally, there was nothing more than that could be done, and the procedure was completed. Further intervention will be considered at a later date while the patient is monitored. Operation type: stent graft implantation. No blood loss. Ancillary device used: 28-n4-38-199-38u. No image available due to hospital policy. Pre-case plan available. Additional information will be obtained. (Tc#(B)(4))". Patient outcome: "the patient is under observation."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type ia): the relay pro stent graft was planned to be placed over half of the lsa against a steep arch. As the delivery system passed through the arch, the delivery system took a shortcut, advancing the inner side of the arch, resulting in insufficient deployment and creating space on the outer side of the arch. The location of the stent graft on the outer side of the arch was migrated and a type 1a endoleak occurred on final angiography. Since a relay pro stent graft (28-n4-38-199-38u) had already been implanted peripherally, there was nothing more than that could be done, and the procedure was completed. Further intervention will be considered at a later date while the patient is monitored. Operation type: stent graft implantation. No blood loss. Ancillary device used: 28-n4-38-199-38u. No image available due to hospital policy. Pre-case plan available. Additional information will be obtained. (Tc#(B)(4))". Patient outcome: "the patient is under observation."